Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with laparoscopic supracervical hysterectomy, adhesiolysis, and cystoscopy due to pelvic pain and sui. Following insertion the patient experienced pain, erosion, urinary problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2008 for closure of left vaginal fornix tear and possible erosion. It was reported that the patient underwent partial mesh removal on (B)(6) 2008 due to erosion of mesh through the vagina.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.